Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Review of the post market surveillance survey noted that the surgeon is not satisfied with the radiographic fit of the implant post-operatively and the overall experience with the secur-fit advanced femoral stems. Surgeon also commented that the implants fracture post-op far too frequently.